Event description:
500 ml bags of nss used in arterial line set up malfunctioning; nss bags popping and leaking when pressure bag is applied. This occurred a total of 5 times during a single 12 hour shift. Inaccurate blood pressure readings noted during these occurrences.